Manufacturer narrative:
Submit date: 5/8/17 an investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports the pharmacy at their facility has received several cracked and broken syringes in the last little while. Some of these were discovered while be infused on a syringe pump and some were discovered before they were taken from the package. The cracks seem to start at the tip of the barrel and move toward the plunger. This issue was noticed during infusion of medication.